Manufacturer narrative:
H3: product ID 977a275 serial# (B)(6) was returned for product analysis. Analysis found the stim lead body conductor was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). Rep reported that the patient (pt) was interrogated in pre-op and the lead was found with high impedances (>40,000). During surgery, the lead was removed from the ins and plugged into the wens and every single contact 0-7 showed high impedances of 40,000 so it was determined that the lead needed to be replaced. The new lead was intra-op tested and observed to be operating correctly. No impedances when plugged into the wens and existing ins. The issue has been resolved. Rep emailed back and stated the explanted lead has been shipped to the analysis lab.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a275 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.